Event description:
It was reported that the patient had fallen due to their new onset of parkinson¿s disease. The right ventricular (rv) lead then exhibited a dramatic rise in pacing impedance, oversensing, and sensing integrity counter (sic). The low voltage portion of the lead was confirmed to be fractured; therefore, the rv pace/sense portion of the lead was capped and replaced with a new rv pacing lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: 5076-52 lead, implanted on (B)(6) 2004. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.